Event description:
During manufacturer review of a patient's vns programming history, it was noted a generator diagnostics test was performed on (B)(6) 2010 in an office setting which disabled the vns generator. The settings were corrected at the next visit on (B)(6) 2010. The generator diagnostics test is only to be performed at the vns implant surgery.

Manufacturer narrative:
(B)(4)